Manufacturer narrative:
(B)(4). Q core medical ltd (manufacturer) is reporting on behalf of hospira.

Event description:
The complaint was reported by a customer from USA: "there have been 10 incidences that plug has separated, once a nurse experienced a shock unplugging the plug on (B)(6) 2015. Nurse was holding plug at the grip marks, when the box separated, and wires were exposed. Customer visually examined other power cords (have 58). Their concern is that it will continue to happen, and want all the cords replaced at one time. Currently they have used electric tape around the cord, hopefully to prevent any other 'shock' experiences. Delay in therapy: no. Need for medical intervention: no. Additional information received on jul 30, 2015: "the human harm: employee was shocked because of the faulty power supply."